Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-jan-2026, a sales representative reported via email that an ar-8719ds-1515 dynanite nitinol staple implant system experienced an issue during implantation. The staple was partially inserted a few millimeters into the bone before it fell off the inserter. When attempting to reload the staple, the tines of the inserter repeatedly popped off the staple as they attempted to spread the legs. The staple could not be reloaded and was unable to be implanted. This issue was discovered during a cotton osteotomy procedure performed on (B)(6) 2026. Additional information was received on 16-jan-2026: all fragments were retrieved. An additional ar-8719ds-1515 dynanite nitinol staple implant system of the same size was opened and implanted without issue. The case was delayed approximately 4 minutes, with no additional anesthesia reported for the patient.